Event description:
At about 1 month after primary, the patient came in reporting pain due to joint luxation and the cause is unknown. The surgeon revised the glenosphere, metaphysis and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18-dec-2024 lot 2336617: (B)(4) items manufactured and released on 16-jan-2024. Expiration date: 2028-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device inovlved batch review performed on 18-dec-2024 reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot 2335878: (B)(4) items manufactured and released on 05-dec-2023. Expiration date: 2028-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.